Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a constant tone, a frozen display, and unresponsive buttons. Customer's blood glucose reading was 421 mg/dl. Troubleshooting was performed and issue was resolved. Customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned. Customer called back to report that the display froze again. Customer's blood glucose reading was 401 mg/dl. Customer performed troubleshooting. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device passed self- test and unexpected restart error alarm test. No unexpected error alarm noted. No unexpected audio/vibrate/absence of alarm or frozen screen. No alarms were noted. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.